Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results showed that one tsb35 device was returned in good visual condition. Additionally, a pan and the wedge sleds of a cartridge reload were received. The wedge sleds were noted to be damaged. This damaged is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge sleds pushing the driver to continue its run, this is the reason why the sleds gets damaged. However, event could not be confirmed as no cartridge was received for analysis. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the sales rep that the device would not fire. No further information is available.